Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder. Concomitant products included fluoxetine hydrochloride (prozac), levothyroxine sodium (synthroid) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy, salpingectomy, bilateral removal of fallopian tubes) and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage had resolved and the menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems were added and event injury was deleted. Case category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.